Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable would not go into the power supply, the pin end was bent. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the plastic coating in the cable connector was deformed. This connector is use to attach the cable to the power supply. Since the connector was deformed a pre-cautery test could not be performed. While we were unable to conclusively determine the root cause, the reported event is possibly attributable to excessive heat during the sterilization process. Based upon the evaluation results, the reported complaint was confirmed. Since is an OEM supplied device, a lot history review is not applicable. (B)(4).